Event description:
It was reported that the valve was implanted on (B)(6) 2012 on a (B)(6) patient with tetraventricular neonatal hydrocephalus. There was suspicion of overdrainage of the valve body. Consequently, the patient had secondary craniosynostosis which required two other surgeries: bifrontal advancement and valve ligature and a replacement of the valve body. The valve was explanted. Additional information has been requested.

Manufacturer narrative:
Integra has completed their internal investigation on 2/26/2016. The investigation included: methods: evaluation of actual device. Review of device history records. Review of complaint history. Results: evaluation of device: the valve unit only was received. The valve was pressure/flow tested and found functional (typical ¿s-shape curve¿) but slightly over-specification at the flow regulating stage, draining at around 35-40ml/hr instead of 30ml/hr max. The valve modulus was removed from its silicone elastomer housing and further microscopic examination revealed brownish residues between the pin and seat and in the seat lodgment. The device history records of the osv ii valve ref (B)(4), lot 0168945 were reviewed and did not reveal any anomaly. The batch was released in december 2011 and included (B)(4) valves. No over drainage complaint were received for a valve from this lot. The device history records review showed the involved valve serial number (B)(4) was tested within pressure/flow specifications at time of manufacturing. The manufacturing process does not use liquids (tests are performed with nitrogen) and 100% visual inspections of the valve modulus are performed at different steps. The integra complaint database was reviewed for the last 5 years and revealed no complaint reporting craniostenosis linked to any osv ii valve. The rate of complaint reports for overdrainage with any osv ii valve is (B)(4). The complaint is verified. The valve as received is out of specification because of the presence of brownish residues in its mechanism. It is unlikely that the manufacturing process generate such residues. It is more likely that these residues were related to the patient's physiological conditions.

Manufacturer narrative:
Integra has completed their internal investigation on (B)(6) 2016. The investigation included: review of device history records. Review of complaints history. No device is available for investigation. The device history records of the osv ii valve ref (B)(4), lot 0168945 were reviewed and did not reveal any anomaly. The batch was released in (B)(6) 2011 and included (B)(4) valves. No overdrainage complaint was received for a valve from this lot. The integra complaint database was reviewed for the last 5 years and revealed no complaint reporting craniostenosis linked to any osv ii valve. The rate of complaint reports for overdrainage with any osv ii valve is (B)(4) tetraventricular neonatal hydrocephalus is significant hydrocephalus in a baby. Overdrainage (or also hydrocephalus) can cause craniosynostosis (abnormal or non-closure of the cranial sutures). Since the device is not available for investigation the exact root cause of the reported overdrainage could not be determined. Since overdrainage and craniostenosis are known complications of shunt therapy as stated in the device instructions for use, since no other complaint for craniostenosis was reported with an osv ii valve, we do not suspect a manufacturing defect. The osv ii valve is marketed since 1996. No corrective action is deemed required.

Manufacturer narrative:
Additional information was received on 05feb2016: it is a post hemorrhagic hydrocephaly of the newborn, arrived in time (csf resorption issue, no stenosis post hemorrhagic of the aqueduct) without etiology found. This sort of perinatal hemorrhage in the ventricle are usual and with good prognosis (no recurrence). It was discovered for this child because of the major big head at (B)(6) old with lack of fixation or follow up of the eyes and bilateral optic atrophy (step IV). Implantation of the valve osvii in emergency on (B)(4) 2012. Unexpected visual recovery during the check of the valve after 3 months. Other pathology for the patient: the patient also has asthma. The overdrainage was seen during a follow up on (B)(6) 2014. Breakage of the curve for the cranial perimeter since 14 months. Bilateral synostosys (secondary craniostenosis). Diffuse cranial central markings. Chronic intracranial hypertension. Hopefully, the vision was ok. The cranial perimeter was follow up because of the possible recurrence (without thinking that the long stagnation was a pathology). During the previous check ((B)(6) 2013) the curve was long to come back (but there could be a parenchyma atrophy due to the fact that the brain has suffered during the hydrocephaly.) The two surgeries were necessary because the severity of the craniostenosis, consequence of the overdrainage conducted the surgeon to do a decompression by a bifrontal advancement on (B)(6) 2014 associated with valve ligature. The surgeon did not take off the valve at this time without knowing if the issue of csf resorption was resolved partially or has disappeared. A check was planned after 3 month ((B)(6) 2015) with an irm to do the ablation of the valve if the patient was ok. Family issues conducted to postpone the check planned on (B)(6) 2015. The mother of the child confirmed that the child was ok during this period. When the child came on (B)(6) 2015 for the ablation of the valve the next day, he had an important frontal deformation(major recurrence of the hydrocephaly) with veins dilatation. Decision to take off the ligature. Surgery was done on (B)(6) 2015: to take off the ligature and the valve. Patient outcome was reported as hyperactivity and attention difficulties. No issue with the vision during this other chronic cranial hypertension because of hydrocephaly recurrence.